Event description:
Pt here for removal of cataract from left eye with insertion of intraocular lens. After phacoemulsifications, dr requested vitrector. Vitrector handpiece and sleeve were given to scrub nurse who set it up for use and checked it to ensure it was working. The dr placed vitrector into pt's eye for vitrectomy, the handpiece did not work. A 2nd handpiece was tried and it did not work. A call was placed to the co and a tech assisted in troubleshooting situation but was unable to resolve problem. The surgery was terminated and the pt was transferred to a retinal specialist where surgery was performed. Final pt outcome is not known at this time.